Event description:
The customer reported that the system displayed low ma errors.

Manufacturer narrative:
(B) (4). The ge service rep found a bad generator driver and hv supply regulator pcb. The case was referred to another fse who observed the fault. When taking a shot with nothing in the field, the technique goes up to 79 kvp. Also if the kvp gets past 85, the system displays a low ma error. System fault was first troubleshoot by a ge rep (B) (4). Hv supply regulator, generator driver, and filament driver were ordered for that case. The rep removed and replaced the hv supply regulator, generator drive and filament driver. He attempted a generator calibration, but was unable to complete. The symptoms were not changing at all. He ordered an hv tank and x-ray tube. The rep removed and replaced the hv tank (found that the tank was leaking oil), and the x-ray tube. He performed a filament calibration with no errors. He took several test shots at varying techniques and found no errors. System is working as intended.